Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the recall number (3007628272/10092025/r) for the product. Updated sections: b.4, g.3, g.6. H.2, h.7, h.9, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2025, two (2) cerepak coils would not detach and had to be removed. The patient was reported to be ¿fine,¿ and the procedure was completed with competitor coils. The two coils (catalog / lot numbers unknown) and the detachment handle (mdh1 / lot# unknown) will be returned for analysis. On (B)(6) 2025, additional information was received. Per the information, the procedure was targeting a 6mm oval-shaped, unruptured aneurysm on the right anterior communicating artery (aca). Only one handle was used with both cerepak coils; the lot number for the detachment handle (mdh1) is 102109430. The two coils were 6mm x 20cm cerepak freeform (scr120620) from the same lot (31434951). The concomitant microcatheter was an excelsior® sl-10® straight tip microcatheter (stryker). The additional information provided clarification that for both coils, which were the first coils in the aneurysm, no additional intervention was needed, when the coils would not detach with the detachment handle and manual break was unsuccessful, the coils were removed from the aneurysm and pull out of the patient¿s body. This is done with the hope that the coils do not detach during the removal process in the microcatheter. The two coils did not detach and were removed intact and still attached to their delivery systems. The coils were not stretched when they were removed. There was no evidence of blood flow interruption as a result of the reported coil issues. The procedure was successfully completed without any clinically significant delay, the patient was reportedly doing fine post-op.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, gender, weight, and ethnicity were not provided. Section d.2b: procode is krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31434951) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 08-oct-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 6mm x 20cm cerepak freeform was received contained in the decontamination pouch. Visual inspection was performed. The manual break was attempted at the proper location; the embolic coil remains attached to the delivery system. No appearance of damages was observed. Microscopic inspection was performed. Kinks were observed along the entire length of the embolic coil. Residues of blood and biological matter were found occluding the proximal key engagement. No damages were found on the loophole. The issue reported in the complaint is confirmed. Failure to detach issues are being addressed through the j&j medtech quality system. The damages observed on the embolic coil were not originally reported; however, it is possible that these damages may be the result of handling post-procedure of the device; therefore, these are not considered related to the issue reported. A review of manufacturing documentation associated with this lot (31434951) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.